Event description:
It was reported in a clinical study that a patient underwent a revision procedure approximately one year post implantation due to instability, hyperextension, and lateral patellar pain due to osteophyte. During the procedure the patellar osteophyte was removed. The bearing was upsized. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.